Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2016 with the following findings: a review of the black box data showed reboots following sleep alarms. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was visible in the battery compartment. The returned battery cap was able to fully tighten on to the pump. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no issues. The pump passed a leak test. The pump cover was removed and no defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. There was no reported damage to the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.